Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot. The insulin pump was returned for analysis.